Event description:
Plaintiff was implanted with an ams miniarc sling on (B)(6) 2011, to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleges that the plaintiff "began experiencing urinary problems and excruciating and chronic pain some time after implant." Plaintiff alleges to have "suffered, and continues to suffer, serious bodily injury and harm," and "continue to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.